Manufacturer narrative:
Investigation summary: the device was visually inspected and it was found in normal conditions; then, during the second visual inspection, a small hole was found on the pebax. Then, electrical test was performed and the catheter failed. No electrical readings were observed on electrode # 1; however, the thermocouple was found within specifications. A failure analysis was performed and the catheter was dissected on the tip area. The electrical wire was found broken causing the improper electrical signal. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was not confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the electrical wire breakage cannot be determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the temperature displayed low at about 10 degrees celsius. The catheter was exchanged to complete the procedure. No patient consequence was reported. Additional information was received on the event. The noted temperature was 10 degrees celsius. The generator parameters were not provided. The generator product information was not provided. It was not known if the generator was physically ablating while the low temperature error was showing. The temperature issue was assessed as not reportable. Although the incidence of low temperature reading occurred, there was no indication that the temperature exceeded any temperature cut-offs. Further, it is noted that a similar like device was used to complete the procedure with no patient consequence. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the device for evaluation. It was discovered on july 12, 2018, that there was a small hole found on the pebax. No other visual damages were observed. The hole on the pebax was assessed as a reportable malfunction. The awareness date was reset to (B)(4) 2018.